Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 31 mg/dl. The customer treated with food. The mother stated that her son's blood glucose have been fluctuating in the morning. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the pump was not exposed to an MRI. The customer was assisted in performing the displacement test. The customer stated that the test passed. The customer was advised to monitor the pump and call back if issues persist.